Event description:
It was reported that a spectrum pump powers off when it is moved. It was also reported this was found during preventive maintenance testing and there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluated was able to confirm and reproduce the device to power off when moved. The eval found that the back flex was not secured to the input/output printed circuit board (I/o pcb). This caused an intermittent power condition. The back flex was secured and the device performed as expected.